Event description:
This case was reported by a consumer via social media and described the occurrence of almost choked in a pt of unk age who received oral moisturisers (biotene oral balance gel) gel for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started oral moisturisers. At an unk time after starting oral moisturisers, the pt almost choked. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Verbatim: I once almost choked on it after I fell asleep and it melted. It ran down my throat and almost went into my lungs. Its not a gel anymore, it's a liquid. The MFR's report number for this case is 1718912-2014-00015. Biotene oral balance gel is MFR'd in (B)(4). The product and lot number for this product are not avail. (B)(4).

Manufacturer narrative:
Adverse event term(s): choking.